Event description:
Caller reported a malfunction on their pump, specifically identifying a momentary power loss to the vibrator motor. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump as advised, but the malfunction recurred. Therefore, technical support decided to replace the pump. The replacement will come with updated software, and the customer has been informed of the necessary steps, including returning the faulty pump to tandem. The customer does not currently have backup therapy and plans to consult their healthcare provider.